Manufacturer narrative:
E-1: (B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number, reporting site: 8021545, manufacturing site: 3003442380.

Event description:
It was reported that the patient faced insulin flow blocked alarm event on 15-mar-2026. The blockage was at the site and later patient changed supplies as necessary and resumed insulin therapy.